Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling a cartridge with insulin. Reportedly, the cartridge was filled with 100 units of insulin. The customer reported a blood glucose level of 448 mg/dl, which was addressed with a manual injection. As the customer did not have insulin available during the time of the call, the customer reported health care provider would be consulted to be placed on an insulin drip or until more insulin is obtained to meet the minimum fill amount.